Event description:
Litigation papers allege: on or about (B)(6), 2008, pt was implanted with a pinnacle mom hip on her left side. On or about (B)(6), 2009, pt was implanted with a pinnacle mom hip on her right side. Following her implantations, pt began experiencing daily pain, discomfort, and soreness in the area of her right hip implant, which in turn negatively affected her ability to walk, move, bend, dress, and sleep. Pt began experiencing pain at rest. She has been found to have elevated cobalt and chromium levels. Pt may require revision surgery on her left side. Pt was revised on her right side on or about (B)(6), 2011.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2541965 and 2595198. A search of the complaint database finds additional reported incidents against lot codes 2859489 and 2906217 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The patient harms and dor were updated and added the stem to the impacted product due to elevated metal ions. Added hospital name and law firm in the facility name. Patient underwent bilateral total hip arthroplasty and the right hip revision was captured under (B)(4).

Manufacturer narrative:
(B)(4).